Event description:
A lumbar catheter was inserted in the l3-l4 region during a thoracic endovascular aneurysm repair to decrease pressure and the prevention of paralysis. The catheter drained as it should, but then stopped functioning at a certain point during the surgery. An attempt was made to reposition this silastic catheter to resume drainage. Due to the patient's anatomy of tight ligaments and the location of the catheter in the intrathecal space, it sheared off at the level of the skin and completely disrupted, wedged in the patient's dura and was retained by the patient's surrounding ligaments. Because of it's location and because was leaking cs fluid it needed to be surgically removed days later as the providers were unable to remove the catheter at the time of it's reduced function because of the patient's tight ligaments. There were no adverse effect of the retained catheter and the patient was discharged to home in stable condition.